Event description:
It was reported that the customer had high blood glucose levels of 135 mg/dl. The customer reported having air bubbles in the reservoir of the insulin pump. Troubleshooting was done. The customer reported that rewinding the reservoir of the insulin pump in place will create air bubbles. The customer has requested a replacement for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.